Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the d row in drawer 5.1 of the main unit was unable to be recovered. The user had unplugged and re seated the drawer cable and then rebooted the device. Upon startup, the error message displayed device not detected on bus. After attempting recovery again, the error message changed to failed to release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie rows were unrecoverable. The field service engineer (fse) found that row d in drawer 5.1 was not being detected on the bus. The fse disassembled the drawer, removed debris from under the cubies, and then reassembled the drawer. The customer recovered all failed cubies and inventoried the medications in the drawer. A proactive inspection process was also completed. The system functioned as intended after the field service engineer repaired the device.